Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water nozzle had corrosion, and a b30 scope communication error was present. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the incompatible scope error e315 was a scope connector connection failure, which was traced to an electrical component failure. Additionally, the b30 scope communication error occurred due to a leak in the scope connector, and the corrosion observed on the air-water nozzle was also traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had incompatible scope error e315. The event occurred during inspection for use. There were no reports of patient harm.